Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysgeusia ("a metallic taste in her mouth,"), dyspareunia ("painful intercourse"), back pain ("back pain,"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,") and rash ("rashes,"). The patient underwent a bilateral salpingectomy and essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysgeusia, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension, migraine, urticaria and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and norethisterone (ortho micronor). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skin conditions type: acne,") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia was resolving and the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium". The patient's medical history included asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and norethisterone (ortho micronor). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skinconditions type: acne,"), headache ("headaches"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia was resolving and the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue, weight increased, nausea and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) -2015 in current follow up reported as:(B)(6) 2016 discrepancy noted: date of removal given in current follow up is (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Imaging procedure - on an unknown date: results unknown. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysgeusia ("a metallic taste in her mouth,"), dyspareunia ("painful intercourse"), back pain ("back pain,"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,") and rash ("rashes,"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysgeusia, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension, migraine, urticaria and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and norethisterone (ortho micronor). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skinconditions type: acne,") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia was resolving and the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015 in current follow up reported as: (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: all the relevant information was transferred from duplicate case: (B)(4) to the current case. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium". The patient's medical history included asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and norethisterone (ortho micronor). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skinconditions type: acne,"), headache ("headaches"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy/total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia was resolving and the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue, weight increased, nausea and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2016. Discrepancy noted: date of removal given in current follow up is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Imaging procedure - on an unknown date: results unknown. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Lab data added. Event:" device monitoring procedure not performed" deleted. And rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium". The patient's medical history included colposcopy on (B)(6) 2016, asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and norethisterone (ortho micronor). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes") and menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation"). In (B)(6) 2016, the patient experienced migraine ("migraines."). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skin conditions type: acne,"), headache ("headaches") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy/total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue, weight increased and nausea outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2016. Discrepancy noted: date of removal given in current follow up is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on an unknown date: results unknown. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: pfs received: onset date added, outcome added to event vaginal bleeding, menorrhagia and abnormal genital bleeding. Lab test and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium". The patient's medical history included colposcopy on (B)(6) 2016, asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included ibuprofen from 2016 to 2017, minerals nos;vitamins nos (prenatal vitamins), norethisterone (ortho micronor) and paracetamol (tylenol) from 2016 to 2017. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), migraine ("migraines.") And menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skin conditions type: acne,"), headache ("headaches") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopybiopsy of endometrium). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue, weight increased and nausea outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2016. Discrepancy noted: date of removal given in current follow up is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on an unknown date: results unknown. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: pfs received-concomitant drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included prenatal vitamins [minerals nos;vitamins nos]. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included norethisterone (ortho micronor). On an unknown date, the patient started prenatal vitamins [minerals nos;vitamins nos] at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skinconditions type: acne,") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia was resolving and the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Most recent follow-up information incorporated above includes: on 21-mar-2019: pfs and mr received, reporter added, patient demographic updated, lot number added, product indication and implanted date updated. Event added- hot flashes, menorrhagia, acne, headaches, fatigue,weight gain, device difficult to use, device monitoring procedure not performed. Events onset date and severity added, outcome of the event pain and vaginal hemorrhage were updated, medical history and concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "inability to insert essure into left ostium" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included asthma, pap smear abnormal, irritability, breast pain, bloating, night sweats, memory impaired, concentration impaired, libido decreased and dizziness. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and norethisterone (ortho micronor). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain,"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/irregular vaginal bleeding"), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding (vaginal , menorrhagia)/excessive and frequent menstruation") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysgeusia ("a metallic taste in her mouth,"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating,"), migraine ("migraines."), urticaria ("hives,"), rash ("rashes,"), acne ("rashes or skinconditions type: acne,"), headache ("headaches"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia was resolving and the dysgeusia, dyspareunia, arthralgia, dysmenorrhoea, abdominal pain lower, abdominal distension, migraine, urticaria, rash, hot flush, acne, headache, fatigue, weight increased, nausea and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : fatigue, acne, weight gain, abdominal pain, dyspareunia, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs: event added as abnormal bleeding (general) and nausea. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.